Manufacturer narrative:
Continuation of d10: product ID 977119. Serial# (B)(6). Implanted: (B)(6) 2024: product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they recharged the implanted device to 100% on sunday. However after multiple days the implant had only decreased to 60%. Pt stated they were feeling sick from a migraine. Pt stated that they had radio ablations this week. Pt stated they were not feeling the therapeutic effects of the therapy. Agent reviewed information and redirected the pt to their managing healthcare provider (hcp) .